Event description:
It was reported that the ICD detected one episode of ventricular fibrillation (vf) that appeared to be polymorphic ventricular tachycardia (pmvt). The device initially attempted antitachycardia pacing (atp), which was unsuccessful. It then delivered a 36-joule shock, which successfully converted the rhythm to atrial fibrillation with ventricular sensing (afvs) and ventricular pacing (vp) at a controlled rate. At the time of the event, the patient was found unresponsive for approximately 30 seconds. Upon waking, the patient denied any immediate symptoms. Normal device function was noted. The device was later electively explanted and replaced. No patient condition was reported.

Manufacturer narrative:
The device was returned due to an adverse event without an identified device or use problem. The device was received with normal output and normal telemetry. Analysis of the device image was performed, and no anomalies were noted. Further electrical testing was performed, including lead impedance, high voltage shock, output and sensitivity test, and no issues were noted. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage, consistent with normal usage.